Event description:
It was reported that during a rotator cuff procedure using the magnum 2 plus perfectpasser connector magnumwire suture cartridge, the suture kept winding but would not tighten. The implant was abandoned in the pt and a new implant was used to complete the procedure. There were no significant delays or pt complications reported as a result of this event.